Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained by the laboratory personnel and reported to the clinician. A confirmatory test was performed and the result was negative. An amended report was sent out with the negative results. There was no report of patient impact.

Event description:
It was reported that while using the bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained by the laboratory personnel and reported to the clinician. A confirmatory test was performed and the result was negative. An amended report was sent out with the negative results. There was no report of patient impact.

Manufacturer narrative:
Investigation summary the complaint investigation for discrepant result when using the bd max sars-cov-2 reagents (ref# 445003) was limited to the verification of complaints history since no lot number was provided nor data. According to the complaint claim, one sample was first reported positive but negative when repeated. Multiple causes could explain this situation such as a sample at the limit of detection of the assay, contamination, punctual instrument issue or another unknown issue. However, the investigation team was not able to determine the actual root cause. There is no complaint trend for discrepant result for the bd max sars-cov-2 reagents. The root cause for the discrepant result was not identified. Bd cannot confirm the complaint based on the investigation that was performed. There is no element indicating a product issue. No corrective and preventive action (CAPA) was initiated at this time.